Manufacturer narrative:
(B)(4).

Event description:
The consumer via a healthcare provider reported that their spinal cord stimulator (scs) was not working. The patient was getting a lumbar and cervical MRI but it was not related to the scs. The patient had an appointment with their doctor on (B)(6) 2015 to determine what was wrong with the device. There were no patient symptoms reported. The patient was indicated for spinal pain. No date of onset, causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.